Event description:
On (B)(6) 2012, the pt was implanted with a series of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, all devices were deployed as planned. As the 12fr gore dryseal sheath was being drawn back for removal, the pt's left iliac artery was torn. The physician believes the vessel tear occurred because of the relatively small cutdown used at the access site. It was reported the pt lost approximately 1000 cc of blood. A cell saver (intraoperative cell salvage machine) was used to filter and return the blood to the pt. The physician was able to surgically repair the torn artery. The cause concluded without any further complication, and the pt tolerated the procedure. The item and lot/serial numbers for the dryseal sheath are not available.

Manufacturer narrative:
Please note: manufacturing paperwork could not be reviewed, as lot/serial numbers for the device are unavailable. Per the gore dryseal sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding, blood loss, and vascular trauma (i.e. Dissection, rupture, perforation, tear, etc.).